Event description:
The recipient is reportedly experiencing redness at the implant site. The recipient was prescribed antibiotics (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly completed antibiotic treatment. There was no confirmation that an infection was present. The issue does not appear to be device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.